Event description:
This unsolicited case from (B)(6) was received on 15- mar-2018 from orthopedist. This case concerns a patient (demographics unknown) who had swelling (latency: unknown), pain (latency: unknown) and increased inflammatory marker (latency: unknown) after receiving treatment with synvisc. Relevant past drugs, medical history and concomitant medications were not reported. Underlying disease/ concurrent condition included gonarthrosis. On an unknown date, patient initiated treatment with injection of synvisc dispo ia via intra-articular, at dose of 2 ml (frequency: not reported) for gonarthrosis. On (B)(6) 2018, the patient received injection of synvisc dispo ia via intra-articular, at dose of 2 ml (frequency: not reported) for gonarthrosis. The patient was receiving 1 cycle of synvisc per year. On (B)(6) 2018, after unknown latency, the patient developed swelling and pain. On the day, the patient visited the reporting hospital. As the result of biochemical test, increased inflammatory marker was noted. Thus, steroid joint injection was performed. On (B)(6) 2018, swelling and pain resolved. It was reported that synvisc therapy was discontinued. Action taken: drug withdrawn nos corrective treatment: steroid injection for all events outcome: unknown for increased inflammatory marker; recovered/resolved for rest of the events. Diagnosis: swelling. Reporting orthopedist's seriousness assessment: non-serious. Reporting orthopedist's causality assessment: possible. Diagnosis: pain. Reporting orthopedist's seriousness assessment: non-serious. Reporting orthopedist's causality assessment: possible. Seriousness criteria: required intervention for all events. No further information was expected as the reporter considered further investigation was unnecessary. Pharmacovigilance comment: sanofi company comment 20-mar-2018:this case concerns a patient who received treatment with synvisc and later experienced swelling, pain and his inflammatory markers also increased. Since event occured in close proximity to the product administration, significant temporal relationship can be established and causal role of the suspect product cannot be denied in occurence of the event. Further information regarding medical history, concurrent condition and past drugs will aid in complete medical assessment of the case.

Event description:
This unsolicited case from japan was received on 1(B)(6)2018 from orthopedist. This case concerns a patient (demographics unknown) who had swelling (latency: unknown), pain (latency: unknown) and increased inflammatory marker (latency: unknown) after receiving treatment with synvisc. Relevant past drugs, medical history and concomitant medications were not reported. Underlying disease/ concurrent condition included gonarthrosis. On an unknown date, patient initiated treatment with injection of synvisc dispo ia via intra-articular, at dose of 2 ml (frequency: not reported) for gonarthrosis. On (B)(6)2018, the patient received injection of synvisc dispo ia via intra-articular, at dose of 2 ml (frequency: not reported) for gonarthrosis. The patient was receiving 1 cycle of synvisc per year. On (B)(6)2018, after unknown latency, the patient developed swelling and pain. On the day, the patient visited the reporting hospital. As the result of biochemical test, increased inflammatory marker was noted. Thus, steroid joint injection was performed. On (B)(6)2018, swelling and pain resolved. It was reported that synvisc therapy was discontinued. Action taken: drug withdrawn nos corrective treatment: steroid injection for all events outcome: unknown for increased inflammatory marker; recovered/resolved for rest of the events a product technical complaint was initiated with global ptc number: 53188. The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Diagnosis: swelling reporting orthopedist's seriousness assessment: non-serious reporting orthopedist's causality assessment: possible diagnosis: pain reporting orthopedist's seriousness assessment: non-serious reporting orthopedist's causality assessment: possible seriousness criteria: required intervention for all events additional information was received on (B)(6)2018. Global ptc number and results were added. Text was amended accordingly. Pharmacovigilance comment: sanofi company comment for follow-up dated (B)(6)2018:the new information received didnot change the case status. This case concerns a patient who received treatment with synvisc and later experienced swelling, pain and his inflammtheatory markers also increased. Since event occured in close proximity to the product administration, significant temporal relationship can be established and causal role of the suspect product cannot be denied in occurence of the event. Further information regarding site of swelling and pain, medical history, concurrent condition and past drugs will aid in complete medical assessment of the case.